Event description:
Event description guidant rec'd info that this transvenous defibrillation lead exhibited elevated pacing thresholds. The physician elected to surgically abandon the chronic lead, which had been implanted approximately ten years, and implanted a similar lead. Add'l info provided that one day post implant, the pt expired due to complications of pneumothorax or cardiac tamponade.

Manufacturer narrative:
Not returned. Event conclusion as of today, these leads have not been returned to guidant for analysis. Should the leads be returned, or if any add'l info becomes available, this event will be updated.